Event description:
On (B) (6) 2004 an acticon device was implanted. On (B) (6) 2010, the patient had exposed tubing in abdomen area. The doctor cut the tubing and re-connected with quick connect and buried tubing deeper. Sphincter appeared to be working fine after surgery.